Manufacturer narrative:
1) the user used antigen test kits from different brands and obtained different results: ihealth - negative; other - positive, but with weak control line; 2) the user did not provide pcr test results; 3) the manufacturer retested the lot (241co20617) samples at (B)(6) 2024, no false negative were detected.

Event description:
Event details: I would like a complete refund. The tests I received are defective. My brother (who has covid symptoms) tested positive on another company's test after testing negative on three of these tests. Even the control line is faint.